Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked from the blue distal port. It is unknown when this observation occurred. The reporter stated that it was verified that the caps were tight. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Additional information: lot 14g050 was manufactured from july 23, 2014 to july 25, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection was performed and revealed fluid inside of the package that contained the device due to a loose blue winged luer cap. After filling the device and tightening the luer cap by hand, the unit was monitored for leakage until the following day; no signs of leakage were identified during this test. Leakage due to a defective product was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.